Event description:
The customer contact reported the pt received more medication than intended. The dial-a-flo tubing set was being used to deliver 1000 ml of an unspecified solution for a duration of 24 hours. The dial-a-flo on the tubing set was adjusted to deliver at a rate of 40 ml/hr. It was reported that the delivery was completed 5 to 6 hours sooner than intended. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The catalog number provided is the domestic list number that is comparable to the int'l list number. The info on reprocessing of the device was requested: however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.